Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional graftmaster device referenced is being filed under a separate medwatch report number. The device was reportedly discarded.

Event description:
It was reported that the graftmaster stent was inserted to treat a coronary perforation, but it was unable to cross the tortuous and calcified diagonal artery. After the stent delivery system was removed, it was noted that the graftmaster was no longer on the balloon, but remained on the sds. Another same size graftmaster was inserted, but was still unable to cross the vessel due to the calcium and tortuousity. Balloon tamponade was performed to treat the perforation. The graftmaster did not cause or contribute to complications or adverse events. No additional information was provided.